Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Reliability laboratory technician, e3 - not applicable f12 and g3 - st. Jude medical crmd reliability laboratory. No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the pulse generator lost telemetry at 2.28 v due to a defective integrated circuit. After the integrated circuit was repllaced, normal device function ensued.